Event description:
It was reported that during the procedure, the filter basket moved more proximal and the physician try to push the filter distal; however, the filter stayed stationary and the wire would move, buckling onto itself. It could be seen that the marker on the wire was moving and the filter was not. Once the stent was deployed and in place, the filter basket recovery was difficult. When the filter was recovered and outside the patient, it was found one of the filter struts had broken. The procedure was successful and the stent did not move during filter recovery. It was perceived that the filter used by the physician may have been larger than the artery.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the unit was returned with blood on the filter basket and in the sheath. There was no contrast visible. The basket was outside the sheath. There was a strut broken on the proximal end of the basket at the row of struts that is distal to the proximal bushing. There was also a kinked strut on the same row of struts as the broken one. The guide wire had two kinks in the core and the distal and proximal ends of the hypotube. The tip of the wire was intact and there was no damage. An attempt was made to pull the basket into the sheath but it would not go in past the distal end sleeve. Quality engineering has not completed their investigation. Results and conclusions will be forwarded upon completion.